Event description:
The customer reported that the values in the "enter flow rate" screen did not match the flow rates on the "status" screen. There was a discrepancy in the replacement flow rate and in the pt fluid removal rate. The replacement flow rate was set to 1800 ml/h but displayed 1750 ml/h. The pt fluid removal rate was set to 150 ml/h but displayed 140 ml/h. There was no blood loss or any other clinical consequences for the pt reported as a result of the reported event.